Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zcb00 monofocal intraocular lens (iol) haptic was observed broken after it inserted into patient's eye. Consequently, incision enlargement was performed to remove iol and replaced with the same model. There were no suture and no patient injury however. Product is expected to be return. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/31/2018. Device returned to manufacturer? Yes. Device evaluation: the reported lens returned cut in two parts. One lens haptics was observed detached. The detached haptic piece was not returned. The condition observed is consistent with a lens that has been cut due to iol (intraocular lens) removal or explant. The reported issue as haptic damaged could not be verified. However, detached haptic was observed on the return. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.